Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder") in a 25-year-old female patient who had essure (batch no. A64632, a63347) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" and device ineffective "device ineffective." The patient's medical history included multigravida, parity 5 ((B)(6) 2004, (B)(6) 2005, (B)(6) 2007, (B)(6) 2010, (B)(6) 2012) and miscarriage. Concurrent conditions included erythema, dysuria, nausea, bacterial vaginosis, uti, abscess and wolff-parkinson-white syndrome. Concomitant products included alprazolam (xanax) since 2010 and alprazolam since 2010 for anxiety, depression and bipolar disorder as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain / pain"), 27 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), flank pain ("flank pain"), abdominal pain ("abdominal pain"), arthralgia ("joint pain") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), depression ("depression / psychological or psychiatric problems condition: depression") and anxiety ("mental anguish / psychological or psychiatric problems condition: anxiety"). The patient was treated with celecoxib (celexa) and clonazepam (klonopin). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, bipolar disorder, menstrual disorder, pelvic pain, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety, flank pain, abdominal pain, arthralgia and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bipolar disorder, depression, ectopic pregnancy with contraceptive device, fallopian tube perforation, flank pain, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. Lot number: a63347, manufacture date: 2012-10, expiration date: 2015-10; lot number: a64632, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: pfs received: event bipolar disorder was added. Event onset date were added. Treatment drugs were added. Event infection nos was deleted and replaced with vaginal infection. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube") and ectopic pregnancy ("ectopic pregnancy") in an adult female patient who had essure (batch no. A64632, a63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included erythema, dysuria, nausea, bacterial vaginosis, uti and abscess. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In november 2013, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain / pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, ectopic pregnancy, infection, menstrual disorder, pelvic pain, vaginal infection, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, ectopic pregnancy, fallopian tube perforation, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. Lot number: a63347, manufacture date: 2012-10, expiration date: 2015-10; lot number: a64632, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 25-year-old female patient (gravida 7, para 5) who had essure (batch no. A64632, a63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 5 ((B)(6)) and miscarriage. Concurrent conditions included erythema, dysuria, nausea, bacterial vaginosis, uti, abscess and wolff-parkinson-white syndrome. Concomitant products included alprazolam (xanax) since 2010, alprazolam since 2010, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6)2013. On (B)(6) 2010, 1159 days before insertion of essure, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain / pain"). In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), flank pain ("flank pain"), abdominal pain ("abdominal pain"), arthralgia ("joint pain") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, infection, menstrual disorder, pelvic pain, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety, flank pain, abdominal pain, arthralgia and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, ectopic pregnancy with contraceptive device, fallopian tube perforation, flank pain, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. Lot number: a63347 manufacture date: (B)(6) 2012. Expiration date: 2015-10. Lot number: a64632 manufacture date: (B)(6) 2012. Expiration date: 2015-10 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: plaintiff fact sheet was received. Events added from pfs- flank pain, abdominal pain, joint pain, lower back pain. Concomitant disease, historical condition, concomitant drug, events onset date, age were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.